Event description:
It was reported that: "recurrent issue since the new syringe nrfit have been in place. The syringes have been leaking between 10 to 5 ml around the plunger. Can only use the syringe by filling up to 5ml. The patient suffered a dura matter breach." Associated complaints 3006425876-2025-00116.

Manufacturer narrative:
(B)(4). The customer reported the lor syringe was leaking. The customer returned one sealed representative kit from a different lot number for investigation. The actual complaint sample was not received. The returned kit was opened, and the lor syringe was removed and visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. The customer also provided a photo that appears to show a sealed epidural kit. Functional testing was performed on the returned syringe using the lab leak tester per the parameters. The tip of the syringe was connected to the lab leak tester via tubing and pressure was applied. Water was aspirated into the syringe to the 2ml mark. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The plunger was rotated 45deg and the syringe was once again tested at 10psi for 10 seconds and no leaks were detected. This was per-formed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. Water was then aspirated into the syringe to the 10ml mark. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The nrfit end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. This was performed at 8ml, 5ml, and 2ml by pushing the plunger and rotating 45deg until the plunger had rotated a full 360deg. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also per-formed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. A device history record review was performed on the lor syringe with a potentially relevant finding. Non-conformance was initiated for material regarding the issue of incorrect syringe in the package. Not relevant to this complaint. Therefore, no relevant findings. A design his-tory review was performed as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The returned lor syringe passed functional testing, including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. Based on the functional testing, there was no issues found with the returned sample. No further action is required at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "recurrent issue since the new syringe nrfit have been in place. The syringes have been leaking between 10 to 5 ml around the plunger. Can only use the syringe by filling up to 5ml. The patient suffered a dura matter breach." Associated complaints 3006425876-2025-00116.